Event description:
The complainant reported that an impella 5.5 was implanted in a patient needing a heart and kidney transplant. After four weeks of impella 5.5 support a high purge pressure and purge system blocked alarm occurred. Tissue plasminogen activator was added to the purge and was running for one hour before the surgeon decided to replace the impella. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The pump and a purge cassette were returned for investigation. The root cause of the high purge pressure is due to biological material buildup. The pump passed all post sterile inspection checks.